Event description:
Caller reported experiencing a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer attempted to reload a cartridge but was unsuccessful, prompting technical support to decide on replacing the pump. The customer was to revert to multiple daily injections (mdi) as a backup therapy. Technical support ensured the replacement pump would be equipped with updated software. Additionally, instructions were provided for returning the defective pump and preparing the replacement pump. The caller understood and agreed to the outlined procedures.